Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 50-year-old male was implanted with an impella cp. After being placed on impella cp support, the groin site was oozing. The patient was switched to sodium bicarbonate in the purge.

Manufacturer narrative:
The patient had oozing from the groin and high acts after being transferred to the ICU. This was addressed by stopping heparin and switching to bicarb. The root cause of the access site bleed is therefore anticoagulation management.